Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly could not enter into the sheath in order to insert it into the patient. It was further reported that the storage tube was adequately connected until tried to advance and at this point the two parts were allegedly separated. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2026).

Manufacturer narrative:
H10: additional information was received and there is no alleged deficiency or malfunction with the product. This report is no longer being considered a complaint file and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly could not enter into the sheath in order to insert it into the patient. It was further reported that the storage tube was adequately connected until tried to advance and at this point the two parts were allegedly separated. The procedure was completed by using another device. There was no reported patient injury.